Event description:
The following has been reported: biomed reported: " I have an ivenix pump that has been giving an alert to our staff. I haven't been able to duplicate the issue during my own testing, but the device just came back to us yesterday after it'd been cleaned and tested the day before. The ivenix dash board has reported multiple alerts of "system failure - in safe state1: (details: flow control status failure safety processor status failure). A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed mechanical hardware failure (av sticky valve) pump was returned due to mechanical hardware failure (av sticky valve). Unit had no alarms at start up. Log files indicate mechanical hardware failure (av sticky valve). Investigation found excessive drag on all 3 fva pins. Removed fva assembly and found debris on pins (cleaned and re installed). Internal investigation found debris on loading pins. Handle assembly has screw mount damage. Front housing is damaged due to broken screw mounts. Front housing (fva/loading pin lip seals included), handle assembly (front/rear o rings) will be removed and replaced during repair process. No other damage found.